Event description:
It was reported that a new ilet user experienced high blood glucose after initiating therapy, with the user consuming snacks and later planning a meal announcement; the pump subsequently began lowering glucose, and the user later reported downward-trending glucose and a separate sensor concern. Symptoms included hyperglycemia. Outcomes included no hospitalization and self-management with continued monitoring. Investigation included customer education and troubleshooting regarding meal announcements, spacing of meals, and avoidance of high carbohydrate snacks. Investigation of this case revealed that missed or inconsistent meal announcements and dietary factors were likely contributors, with device function reported as lowering glucose and no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error related to meal timing and announcement.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.